Manufacturer narrative:
D10 concomitant product: dsc-22-01, dsc-22-01 sharkcore bio sys 22g ss ndl (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after fine needle biopsy (fnb) and fine needle aspiration (fna) procedure, a patient had a complication of pancreatitis and severe bleeding which led to extended hospitalization.

Manufacturer narrative:
Additional information: a2(age at event), a3a, b2, b3, b5, b6, g3, h6 correction: b1 additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after fine needle biopsy (fnb) 22g 1 pass procedure, patient was admitted 10 days for post procedural pain, free fluid collection outrighted in CT scan. No comorbidity, patient will undergo surgery of the lesion (dcp).